Manufacturer narrative:
Manufacturer reference: (B)(4).

Event description:
According to the reporter, during a laparoscopic right hemicolectomy the surgeon clamped tissue and attempted to fire the device; however, the device did not fire at all. Replaced by new sulu, the device worked fine. Last patient's status: good. Operating time extended: not available. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload had a full complement of staples. The reload was loaded into a pmv representative instrument for functional testing and tested satisfactorily. Based on the product analysis, the reported event was not confirmed to be attributed to the failure. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.